Manufacturer narrative:
Correction: section g date received by manufacturer

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint repeatedly spoofed during login attempts. The customer stated that they were unable to issue the medication and had to get someone else to pull medications caused delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user's finger was spoofing a lot after pyxis upgrade. A technical support specialist (tss) downloaded the lumidigm update package 1.1.0.3 from the specified electronic protected health information (ephi) location and copied it to a universal serial bus drive. After installing the 353200-02 reader tss powered on the station and logged in as care fusion admin. Then tss inserted the universal serial bus drive and unzipped files into the d:\ drive and ran install-lumishim.bat as administrator. Then tss verified successful installation message and selected ok. Then tss ran hardware test application to confirm biometric identifier functionality, then rebooted the station and confirmed that the new biometric identifier reader was functioning correctly under the application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint repeatedly spoofed during login attempts. The customer stated that they were unable to issue the medication and had to get someone else to pull medications caused delay. There were no adverse events or injuries reported based on this event.